Event description:
It was reported by the rep that during a thoracic service case, type unknown, the minimum button was continually operating after the user's finger was released from the button. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Initial investigation: the device was returned in good physical condition. The device was tested with a test handpiece and generator and the device did activate using the min button however the max button was not activating. No conclusion could be reached as to why the max button was not activating during analysis. Additional investigation: entire device was correctly assembled. Switch assembly, including flex circuit assembly portion, was correctly assembled and fully in place in right shroud. Min side of circuit had corrosion like matter around the min dome. The switch assembly was removed from the device and further examined, observing a considerable amount of corrosion like matter around the base of the min dome, and corrosion on the connector assembly posts. Under 20x magnification the following was observed: corrosion like matter around min dome. Max dome and circuit in good condition with no corrosion. Corrosion at solder joints of circuit flex to connector assembly posts. The complaint of continuous activation for the min button could not be re-produced, and factors that could create this situation were not identified. Activation of the min button was determined to be intermittent as returned. It was concluded that the min button intermittency was related to the observed corrosion like matter at and around the min dome. It is unknown when this corrosion like matter occurred, as well as the corrosion found on the connector assembly posts.

Manufacturer narrative:
(B)(4). Date sent: 5-23-2012. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Only month and year known, assumed 1st day of month (may, 2012) that complaint was reported.